Manufacturer narrative:
(B)(4):a review of the available black box data from (B)(4) 2012 shows that loss of cartridge detection had occurred. The battery cap was not returned with the pump for investigation. A test cap was used to complete investigation. The pump was exercised for 24 hours with no issues occurring. Investigation revealed contamination in the force sensor housing and on the force sensor shim. Unrelated to the complaint, evaluation revealed that the battery compartment threads are stripped, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed contamination in the force sensor housing and on the force sensor shim. This report is made based on results of investigation completed on (B)(6) 2012.